Manufacturer narrative:
Pump was received with motor error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime test due to faulty force sensor resistor. Motor passed motor test. Unit had bleeding on lcd glass. Unit had normal operating currents and no unexpected off no power or low battery alarm or blank display noted. Unit had scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 393 mg/dl. Troubleshooting was performed. The device was returned for analysis.